Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (2013)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 and pregnancy with contraceptive device (termination- 2012). On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization) and experienced abortion spontaneous (seriousness criterion medically significant) and anxiety ("anxiety due to sudden and unexpected hospitalization "). The patient was treated with d & c. Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced another two pregnancy episodes under essure - pregnancy termination(2012) which is captured under case number 2018-238004 and pregnancy with complication((B)(6) 2013) which is captured under case number 2020-009062. The pregnancy with complication resulted in premature live birth weighing 2lbs for which a child case has been created under case number 2020-009063 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy (2013)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 5 and pregnancy with contraceptive device (termination- 2012). On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion hospitalization) and experienced abortion spontaneous (seriousness criterion medically significant) and anxiety ("anxiety due to sudden and unexpected hospitalization "). The patient was treated with d & c. Essure treatment was ongoing at the time of the report. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety and pregnancy with contraceptive device to be related to essure. The reporter commented: the plaintiff experienced another two pregnancy episodes under essure - pregnancy termination(2012) which is captured under case number 2018-238004 and pregnancy with complication((B)(6) 2013) which is captured under case number 2020-009062. The pregnancy with complication resulted in premature live birth weighing (B)(6) lbs for which a child case has been created under case number 2020-009063. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.